Manufacturer narrative:
This report is being filed to provide in investigation: a review of the device history record (DHR) for this unit showed no irregularitiesduring manufacturing that were relevant to this issue.according to therapeutic apheresis: a physician's handbook, adverse events occur duringtherapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated withapheresis is ususally well tolerated. Symptoms often show as parasethesia (tingling) but patientsmay also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severehypocalcemia may also cause muscle contractions and can progress to tetany and seizures ifhypocalcemia escalates and is not corrected.investigation is in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide in investigation: the run data file (rdf) was analyzed for this event. No definitive root cause forthe reported adverse event could be identified from the rdf associated with this procedure.the system operated as intended and the procedure was run within standard operating limits (i.e.not in ¿caution status¿).there were 3 ¿inlet pressure was too low¿ alarms in the procedure and it lasted from 08:38-13:43,that means the patient was connected for more than 5 hours. 902 ml of ac was delivered to thepatient over the course of the procedure.access alarms alone are not known to cause adverse events but the excessive occurrence ofthem points toward issues with the patient access. The most common source of inlet pressurealarms is when the inlet flow rate is set too high for the given patient access, the patient access isoccluded/blocked, or the patient access is not properly positioned. Throughout the procedure theac was returned at 0.8ml/min/ltbv to the patients. No potential sources of a patient reactionwere identified.root cause: a definitive root cause for the patient's reaction could not be determined. Possiblecauses include, but are not limited to ac management during the procedure, the length of theprocedure, patient disease state, and/or patient sensitivity to anticoagulant.

Manufacturer narrative:
Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that while undergoing continous mononuclear cell (cmnc) collection on spectra optia the gcsf mobilized multiple myeloma patient experienced intense shivering,raised bp and fever. The patient also had tachycardia with heart beat rate at 160/min. Per physician's order, patient was administered calcium gluconate (IV), avil (IV) and hydrocortisone 100 mg (IV) intravenously and paracetamol tablet to manage the symptoms caused as a result of a reaction. Per the customer, the patient is reported as 'recovered' and in the stable condition. Full donor identifier (ID) : (B)(6). The spectra optia idl set is not available for return because it was discarded by the customer.